Event description:
A journal article was reviewed which contained information with regard to pediatric patients. The article references patient death with no information as to cause, and inappropriate shocks related to lead malfunctions and t-wave oversensing. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The cause of death and device manufacturer/relatedness has been requested, but not yet received. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. The event occurred in the us. All information provided is included in this report. Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation or death-device relatedness indicated. Patient information is limited due to confidentiality concerns. The date of death is purely an estimate, as there is no direct correlation with a device serial number. The gender of the baseline characteristics is male and the baseline age is 17 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: inappropriate ICD shocks in pediatrics and congenital heart disease patients: risk factors and programming strategies. Heart rhythm. 2015;12(5):937-942. The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. (B)(4).